Event description:
Procedure type: not available. According to the reporter: the device needle broke in pt. Surgeon was able to retrieve broken needle fragment. Surgeon has used this product for years. All pieces to be included in the return to the MFR.

Manufacturer narrative:
(B)(4).